Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. Rv lead damage was not visually observed. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.